Event description:
Customer's mother reported via phone, the insulin pump had alarmed several times no delivery and the act and esc buttons have intermittent responds. Customer's blood glucose was 250 mg/dl. Customer's mother declined troubleshooting and requested the device to be replaced. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent motor error alarm during basal delivery due slightly high motor current draw and intermittent button response on the escape button due to moisture damage on the keypad traces. No unexpected excessive no delivery alarms noted during our testing. The insulin pump passed displacement, prime/a33 and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.